Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.

Event description:
Patient presented to the physician with the ipg migrating when raising their arms, and pain at the chest and neck. The patient received steroid injections.